Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 404 mg/dl. The customer had nausea, difficulty breathing and tingling sensation. The customer initially asked to be assisted in overriding his wizard bolus as it would not deliver anymore due to his active insulin. Educated the customer how to deactivate the automode and get back manual bolus. The customer was weak and declined offer to call emergency service room. After chcking blood glucose after 15 min it was over 404 mg/dl. The customer bolused again. Customer's wife brought him to the emergency room. Unable to troubleshoot because of customer was weak. The device will not be returned for the analysis.